Manufacturer narrative:
The thermogard ivtm system (serial # (B)(4) will not be returned for evaluation. The customer has purchased a new air trap along with sensor boards and the user facility biomed installed in the device. The parts replacement remedied the reported "air trap" message. No further evaluation on th console by zoll.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During console check, customer reported that the thermogard ivtm system (serial (B)(4)) displayed "air trap" message during power-on-self-test. "Air trap" message could not be cleared by the user facility biomed. No patient involvement.